Event description:
Additional information received from a healthcare provider via a clinical study reported the incision infection was catheter site, and spread to old pump pocket per records. The pump was removed on (B)(6) 2018 due to pump pocket infection, however catheter was left in place after pump explant. The catheter ultimately removed on (B)(6) 2018 at direction of infectious disease provider. A new pump and catheter were implanted on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2015, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to catheter site infection. The doctor recommended catheter removal due to increased pain at midline catheter implant. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a clinical study regarding a patient receiving dilaudid 5.6 mg/ml for a total dose of 0.2690 mg/day, fentanyl 1112 mcg/ml for a total dose of 53.4 mcg/day, and bupivacaine 20 mg/ml for a total dose of 0.961 mg/day via an implantable pump for non-malignant pain and angina. It was reported on (B)(6) 2018 the pump pocket incision was opened a small amount and patient reported positive for event. Examination on (B)(6) 2018 confirmed increased pain and yellow drainage at old pump pocket site. It was noted they were unable to aspirate anything for culture. On (B)(6) 2018 the patient reported infection doctor recommended catheter removal due to increased pain at the pocket site after antibiotics. On (B)(6) 2018 they discussed the decision to remove the catheter due to reoccurring pain at old pump site. There was no sign of infection upon exam. On (B)(6) 2018 the catheter was explanted/removed and not replaced, and the catheter and wound samples were sent for cultures. Laboratory testing (samples and catheter) were positive for infection. The outcome of the event resolved without sequelae on (B)(6) 2018. The patient's baseline weight was not measured. The clinical diagnosis was incision infection. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was the catheter tract. The event date was (B)(6) 2018. No further complications were reported/anticipated.